Event description:
This is a case report received by baxter (B)(4) technical services from a female patient who reportedly experienced an overfill during peritoneal dialysis (pd) therapy. The facility nurse was contacted and provided the following information: the patient report she had an alarm after connecting herself and going into initial drain, which she resolved. The patient stated she went to sleep. At approximately 1am the patient indicated she woke feeling bloated and uncomfortable. When she looked at the machine she was in a drain, but did not feel like the bloating was easing. She felt nauseous and clammy. She fell asleep and woke up about 2 hours later with the same feeling. She discontinued therapy and did a manual drain of about 4 liters. The patient continued to feel bloated and uncomfortable and went to the emergency department. The patient did not report urinary symptoms. The patient reported she was feeling better, but continued to complain of abdominal pain. She went home on an unknown analgesic. Therapy was held for 1 night to rest the peritoneum. Follow up information from the facility nurse indicates that no peritonitis was diagnosed. The tests performed were done pro actively. The nurse confirmed the patient was treated with an unknown analgesic and sent home. No further information is available.

Manufacturer narrative:
(B)(4). The device is to be returned to baxter for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should the device be evaluated or additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was evaluated in (B)(4). The reported increased intraperitoneal volume (iipv) issue was not confirmed in the event history log or during the sample evaluation. The reported iipv issue was not confirmed for all therapies stored in the event history log. Review of the event history log revealed that the largest drain volume recorded was 2541ml which is 115.5 % of the largest prescribed fill volume (lpfv) of 2200ml. This does not meet iipv criteria. The device history review did not confirm the reported issue. The service history review was unrelated to the current event. No device failure or malfunction was identified that could have caused or contributed to the reported problem. The device functioned as intended. The assignable cause was undetermined.